Manufacturer narrative:
Upon review of this additional information provided by the customer; there was no patient involvement, therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(6) is no longer considered reportable, an MDR report will be filed to retract any reports associated with it.

Event description:
Additional information was received that there was no patient involvement.

Manufacturer narrative:
Operator of device is unknown; no further information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump battery was depleted and needed a new one. No patient injury reported.